Event description:
It was reported that one of our patient monitors fell from it's infinity docking station, (ids). No patient and/or user injury was reported.

Manufacturer narrative:
As part of our world post-market surveillance activities, we have learned about incidents involving infinity monitors which have infinity docking station (ids). The reported incidents involve the ids top cover assembly separating, which could be caused by the monitor being undocked/re-docked from an ids, or is being moved or re-positioned including pulled/pushed while on the ids. This situation can result in the monitor falling, which could result in an injury to the clinician or patient. Investigation with the supplier has revealed that affected docking stations cannot be easily identified and the root cause is the result of a supplier process problem. As the result of this condition, we have determined that it is necessary to perform an inspection of the infinity docking stations distrusted or repaired during a specific period. Potentially affected infinity docking stations include all ids models that were distributed or repaired between 2004 and 2006 and were distributed worldwide. This incident has been reported seven times out of the 23,345 total ids units potentially affected. We have identified the locations of potentially affected infinity docking stations and have published and released a medical device recall notification letter to be distributed to each identified customer. We have made appropriations for a drager service representative to inspect these infinity docking stations at the customer site during the next service visit or as needed. In the meanwhile, we have included specific warnings and precautions in the customer letter to prevent the potential for patient and/or user impact. We have also posted a technical service bulletin on the drager website to inform and advise our local service offices of the potential for the mechanical separation on the top/bottom assemblies of our ids device and that a mandatory field action is required to correct this problem.